Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). No evaluation into the root cause has been performed as there was no allegation of deficiency against a medtronic product.

Event description:
A medtronic representative reported that, while adjusting the bed in a cranial resection, the vertek arm of the navigation system made contact with the mayo stand in the room. The contact resulted in adjustment of the registration frame. The surgeon opted to complete the procedure without the use of the navigation system. It was reported that the bone flap was exposed and the site knew where they were in the anatomy. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. No additional information was provided.